Manufacturer narrative:
No conclusion code available; final analysis found an integrated circuit anomaly which resulted in power anomaly.

Event description:
This report is to advise of an event observed during analysis.